Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Update fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e216), noisy image, white residue in air-water channel and auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the scope communication error (e216), noisy image and no image occurred due to electronic component failure and was resolved by aeration. The most probable cause of white residue in air-water channel and auxiliary water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited no image, resulting in an unsupported scope. The event occurred during inspection for use. There were no reports of patient harm.